Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not working, and the unexpected noise were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device displayed an e6 error code and had unintended activation/motion. It was further determined that the wire was damaged. It was further determined that the device failed pretest for safety assessment. Therefore, the reported conditions of e6 error code and unintended activation/motion were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the handpiece device would not work. It was further reported that the device would not home, and it made a funny noise. It was reported that the drill was replaced, and the replacement homed, and then the procedure was started. During in-house engineering evaluation, it was observed that the device displayed an e6 (overheat warning) error code and had an unintended activation/motion. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.